Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that the (B)(4) adjustable gastric band was removed due to vomiting. Per the surgeon, the patient was vomiting frequently, it was impossible for him to eat, and have difficulties to stand up when he was bent over. There were no other reported patient consequence. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.